Manufacturer narrative:
An analysis was performed on the returned device. The patient device interaction problem (failure to achieve hemostasis) was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined as the device does not align with the reported event. Observations from the returned analysis show the sheath was not attached to the device, the thumb advancer not advanced, nor was the clip deployed. Therefore, hemostasis would not be achieved. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose se after a coil embolization neuro interventional procedure with a 6f sheath. Reportedly, the device functioned as intended; but failed to achieve hemostasis. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.